Event description:
The account alleges that prior to use, the tip of the diagnostic catheter was found to be detached within the packaging. No patient involvement.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation; however, the customer returned devices from the same lot number for evaluation. Since the alleged device was not returned for evaluation and the returned samples were discovered conforming, the root cause of the occurrence is inconclusive. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.